Event description:
Target was informed that during a procedure 2cm of a gdc coil was deployed into an aneurysm. Some resistance was felt. While advancing the coil the catheter backed out into the "mca." The coil separated from the delivery wire. The catheter and delivery wire were removed from the body. There was no impact to the pt's hlth from this event.

Manufacturer narrative:
Description of device analysis: date of procedure: 5/6/1998 the gdc pusher wire wrapped around itself together with the main coil inside a 6 cc terumo syringe were returned in a pouch. The catheter used in the procedure was not returned for evaluation. During the analysis, it was observed that the main coil separated from its pusher wire after the proximal end stretched to more than 11 cm, then the wire completely unraveled from the welded joint. Due to the stretching and some kinks through its length, the main coil lost its helical shape at the proximal end but the distal end retained its helix. It should be mentioned though that at the time of assembly, this joint met tti specification for number of coil windings onto the hypo tube. Furthermore, during the assembly of this lot samples were tensile tested to verify the strength of the welded main coil to the hypo tube. All samples tested met the acceptance criterion. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occuring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.